Event description:
Information was received from a manufacturer representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). The patient has had excellent symptom relief with the interstim. They started to have pocket pain after stage 2 (right pocket). During post-op the doctor examined all surgical sites and there was no sign of infection, or hematoma. The doctor recommended a pocket revision if soreness did not resolve. The patient also turned off the device prior to revision and pain still occurred. On (B)(6) 2022, the doctor performed the device revision and moved the implant to the contralateral side (left side). The patient was seen the week of (B)(6) 2022, and has healed fine with the revision but is still feeling pain from the original site (right), after the removal of the implant. The doctor cannot explain why this is happening. There is no infection or hematoma at second post-op. The doctor gave the patient a nerve block for pain on the right side. The patient is experiencing pain, discomfort/soreness/pinching/ache/pressure. The issue is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.